Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient stated that he/she had borrowed a resuscitation bag from an ambulance and asked the sales rep to bring the same model device. The sales rep arrived and replaced the device. He confirmed in the alarm log that low inspiratory pressure had frequently occurred, and low circuit leak had kept sounding, which lead to the ventilatory inoperative. He confirmed that airflow was not being delivered. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The patient stated that he/she had borrowed a resuscitation bag from an ambulance and asked the sales rep to bring the same model device. The sales rep arrived and replaced the device. He confirmed in the alarm log that low inspiratory pressure had frequently occurred, and low circuit leak had kept sounding, which lead to the ventilatory inoperative. He confirmed that airflow was not being delivered. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was able to be duplicated. The device's motor blower assembly was replaced to address the issues. Additionally, the stirring fan foam was replaced. Repair test, alarm check, battery check, run in testing and cleaning were performed. The unit operated properly. Also, the sales representative followed up and confirmed that when the device stopped working an ambulance was called but the patient was fully conscious. Therefore, they just borrowed the resuscitation bag and performed the necessary procedures, and the patient was not transported by the ambulance.